Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that shortly after implant, at the end of (B)(6) 2016, in early (B)(6) 2016, or on (B)(6) 2016 the patient fell and had a stroke. The patient¿s implantable neurostimulator (ins) was not lying flat anymore since 2016. The device was likely flipping in the pocket. The device lied on its side and it moved around in the pocket freely and all over the area. The implant was not where it was originally placed. The patient could only intermittently sync with the device. This was likely because it was lying on its side and the patient could not get it to lie flat. The patient experienced a loss or change of therapy. The patient did not feel stimulation and therapy was on. This was due to a sudden change on (B)(6) 2016. The patient stopped feeling stimulation since they received their new patient programmer. The patient lost their programmer and was sent a new one. The patient had also gained quite a bit of weight. The situation was not resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.